Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer set a time setting and the insulin duration incorrectly. There was no reported impact to customer's blood glucose level. Tandem technical support guided the customer through adjusting the pump settings.